Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The reported issue was confirmed and was attributed to broken springs in the safety bail assembly. The stretcher was repaired and returned to service. No additional information has been received on the medic's alleged knee injury.

Event description:
It was reported while loading a patient into the ambulance the crew heard a snapping sound and the stretcher lowered from the ambulance. Afterward the crew noted the safety bail was no longer hanging downward and was stuck in position. No patient injury was reported; however, a medic did allegedly sustain a knee injury while attempting to control the movement of the stretcher.

Event description:
It was reported while loading a patient into the ambulance the crew heard a snapping sound and the stretcher lowered from the ambulance. Afterward the crew noted the safety bail was no longer hanging downward and was stuck in position. No patient injury was reported; however, a medic did allegedly sustain a knee injury while attempting to control the movement of the stretcher.